Event description:
An all purpose drainage catheter was used for a therapeutic abscess drainage. During the procedure, the catheter broke off in pieces inside the pt's abdomen. The pieces were left in pt as physician expects fragments to passon their own. The case was completed with another device.